Event description:
It was reported that the patient's system got hot and stopped producing oxygen. As a result, the patient's lips had turned blue due to not receiving enough oxygen. The event happened when the patient was out with their family and they did not have any backup oxygen sources. They were able to get the unit working again long enough to go back home where they have a backup oxygen source. They did not call emergency services or have to be hospitalized. They received the replacement unit and it is working well for them.

Manufacturer narrative:
B3 date of event is estimated. The unit came in for evaluation on 15-jan-2026. The unit came in for system hot, which is confirmed by the data log. Unit system warm possibly blocked vents on the unit. The psa cycle counts being high is an indication the zeolite is getting contaminated by moisture. Contaminated zeolite caused to the low external and product manifold leak due to debris stuck under the check valve. The data log shows numerous battery low errors. This means patients running units on low batteries. Unit works fine with a good battery. Lower housing mount broken due to compressor vibration.